Event description:
It was reported that the user experienced hyperglycemia while not connected to the ilet after running out of infusion supplies, then resumed supplies and reported a sensor reading high with a confirmatory fingerstick of 465 mg/dl; the user had taken both long-acting and rapid-acting backup insulin that morning, and was instructed to disconnect and pause ilet to avoid insulin stacking before later reconnection. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included no hospitalization and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported, with hyperglycemia occurring during a period of non-use and concurrent recent administration of long- and rapid-acting insulin, consistent with use-related factors rather than a device or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.